Event description:
The u2 straight ex-long r attachment overheated while being tested by the field service tech during a routine service maintenance visit. There was no pt involvement, and no adverse consequences were reported.